Event description:
It was reported that (1) tl60 was used during a low anterior resection procedure. It was reported by the rep that the tl60 would not close all the way. The stapler was fired and staples did not form properly. A second tl60 was used to complete the staple line. There was no consequence to pt.